Event description:
Kimberly-clark received a report from (B)(6), stating, "the wires of the anchor set unusually broken during insertion applying a very light force." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The review of the device history record showed that the product met all manufacturing specifications. The device involved in this reported event has been returned and is pending evaluation. If any additional relevant information is identified once the sample is evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.